Event description:
It was reported that during the procedure, the eccentric, de novo chronic total occlusion in the mid ramus coronary artery was pre-dilated. A 4.0x12 xience v rx stent delivery system (sds) was advanced with resistance felt and force applied, then the stent was deployed, with difficulty due to lesion resistance, in the mid ramus when a dissection occurred. The sds was withdrawn without difficulty. A 3.5x18 xience v stent was deployed, successfully covering the dissection. Angiography confirmed that the stent was fully apposed to the vessel wall. No device or other procedural issues were noted. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access of removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery systems can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.